Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer 5 was failed to recognize when it is closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 5 failed to recover. The field service engineer ran hardware test application to detect latch sensor but failed. The sensor was replaced, but the same issue persisted. It was suspected that a faulty sensor had been used as a replacement. Another repair attempt was made with a different sensor, but the issue remained. A field service engineer (fse) moved the drawer controller to different positions and tested it, results were good. The controller board was verified to be operational, and the sensor was tested in the same drawer. The drawer was removed, and the latch assembly was inspected. It was noticed that the reflective paint had chipped and installed white tape. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.